Event description:
It was reported by the patient that the previously working remote monitor was not receiving power. It was verified that the power cord was connected securely in both the monitor and the electrical outlet. A new power cord was sent for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.